Event description:
It was reported that during surgery, the universal oscillating saw attachment's pins were broken so the oscillating saw did not work properly. It was reported that surgery time was extended by two minutes. There was no report of pt injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.